Event description:
It was reported that the patient had pain at the device pocket. The implantable pulse generator (ipg) and right atrial (ra) lead and right ventricular (rv) leads were removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086m x2 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.